Manufacturer narrative:
Additional information: g1, h6 and h11. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated peritoneal dialysis (pd) patient experienced leaking from a homechoice cassette during pd therapy. The cause of the leak was not reported. The reporter stated that ¿the cassette was not exposed to any force". It was reported the patient experienced chest and abdominal pain, so the patient disconnected and observed that the cassette was wet. The patient presented to the hospital and labs were performed. The following day the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. It was reported the patient was already receiving intravenous antibiotics for "an unrelated pd infection". At the time of this report, the patient was recovering from peritonitis and antibiotics were discontinued. Action with pd therapy was not reported. No additional information is available.